Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 189 and 134 mg/dl. Tests were done within 10 mins. No further info has been reported.